Event description:
The surgeon was using the resolution clip during a procedure. The sheath would not retract after the clip was deployed. It would partially retract, but not completely. Staff obtained another clip, but it also did not work. The patient had no ill effects. Bleeding that was present resolved after washing the site with saline. The physician & staff involved in the event are very experienced in the procedure and have used this equipment many times in the past.====================== health professional's impression======================they do not know.====================== manufacturer response for clip, resolution clip======================we are awaiting the manufacturer's report.